Manufacturer narrative:
The reported complaint of overheating and button malfunction could not be confirmed. Product did not overheat, nor did buttons stick during functional testing. At no time did buttons stick, nor did mdu overheat. All functions perform as expected. No problem found.

Event description:
It was reported the powermax elite mdu hand control was becoming hot to touch. No patient injury or complications were reported.